Event description:
A registered nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested and received clinical reason for explant; anisometropia. Thee was no patient harm and issue resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).